Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. 62617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 ((B)(6) 2003 and (B)(6) 2007), ventral hernia repair in 2003, pap smear abnormal in december 2007, colposcopy, cervical intraepithelial neoplasia ii and penicillin allergy (nausea and vomiting). Previously administered products included for birth control: mirena from (B)(6) 2007, depo provera from 2003 to 2006 and ortho birth control pill from 1997 to 2001; for an unreported indication: albuterol. Concurrent conditions included body mass index normal, latex allergy and loop electrosurgical excision procedure. Family history included asthma (other), diabetes (paternal grandmother), hyperlipidemia (mother) and hypertension (mother). Concomitant products included cyclobenzaprine, naproxen, normensal (ethinylestradiol w/norethindrone) from (B)(6) and nortriptyline. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection") with vaginal discharge. On (B)(6) 2008, the patient experienced urinary tract infection ("infection (urinary tract infection)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstruation irregular ("irregular period"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe constant left sided abdominal pain") and ovarian cyst ("other injury(ies) or complications (ovarian cyst)"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, menstruation irregular, vulvovaginal mycotic infection, migraine, headache, fatigue, ovarian cyst and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion in fallopian tube on (B)(6) 2009 hysterosalpingogram confirmed satisfactory placement of both essure coils and bilateral occlusion of both tubes. Concerning the injuries reported in this case, the following one was described in patient's medical records: urinary tract infection. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs received - case upgraded to incident. New events ¿abnormal bleeding(vaginal), irregular period, yeast infection, migraines, headaches, device breakage, vaginal discharge, fatigue, ovarian cyst, abnormal bleeding, infection (urinary tract infection)" were added. Essure lot number was provided. Patient's relevant history and lab data updated. Concomitant drugs added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 62617-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 ((B)(6) 2003 and (B)(6) 2007), ventral hernia repair in 2003, pap smear abnormal in (B)(6) 2007, colposcopy, cervical intraepithelial neoplasia ii and penicillin allergy (nausea and vomiting). Previously administered products included for birth control: mirena from (B)(6) 2007 to (B)(6) 2007, depo provera from 2003 to 2006 and ortho birth control pill from 1997 to 2001; for an unreported indication: albuterol. Concurrent conditions included body mass index normal, latex allergy and loop electrosurgical excision procedure. Family history included asthma (other), diabetes (paternal grandmother), hyperlipidemia (mother) and hypertension (mother). Concomitant products included cyclobenzaprine, naproxen, norlestrin fe (ethinylestrad w/ferrous fum/norethister acet) from (B)(6) 2017 to (B)(6) 2017 and nortriptyline. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection") with vaginal discharge. On (B)(6) 2008, the patient experienced urinary tract infection ("infection (urinary tract infection)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstruation irregular ("irregular period"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe constant left sided abdominal pain") and ovarian cyst ("other injury(ies) or complications (ovarian cyst)"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, menstruation irregular, vulvovaginal mycotic infection, migraine, headache, fatigue, ovarian cyst and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion in fallopian tube on (B)(6) 2009 hysterosalpingogram confirmed satisfactory placement of both essure coils and bilateral occlusion of both tubes concerning the injuries reported in this case, the following one was described in patient¿s medical records: urinary tract infection. Most recent follow-up information incorporated above includes: on 2-mar-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.